Event description:
Scoreflex balloon inserted into left main coronary artery extending to left anterior descending artery. Balloon broke while on delivery wire. Surgeon was able to be remove intact without aid of assistive devices.